Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call on the analyzer in question and observed no mechanical failures. The most recent assay calibration showed no imprecision and all quality controls that were performed prior to the discordant result were within target ranges. The cse contacted the rsc (regional support center) and verified that all precision was within acceptable ranges for the vitamin d assay. The siemens headquarter support center (hsc) has completed a review of the service activity related to discordant vitamin d results and had suggested that pre-analytical sample handling variables maybe a contributing factor for the discordant results. The cause of the elevated vitamin d result obtained on one patient is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An elevated vitamin d result was initially obtained on one patient sample on an advia centaur xp instrument. The sample was repeated on the same instrument, resulting lower. None of the results were reported to the physician(s). It is unknown which of the results is correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, vitamin d results.

Manufacturer narrative:
The initial MDR 2432235-2016-00163 was filed on march 29, 2016. Additional information received (03/31/2016) repeat result 31 ng/ml was the result reported to the physician(s).

Event description:
A discordant, falsely elevated vitamin d result was obtained on one patient sample on an advia centaur xp instrument. The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.